Event description:
It was reported that during the implant procedure, inserting the atrial lead into the connector of the pulse generator was difficult. A new pulse generator was used and again, the lead was difficult to insert. Eventually, the lead was connected and secured to the device and the procedure was completed with good electrical measurements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.